Event description:
It was reported that the ¿pixels missing in auto correct symbol on screen.¿ customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.